Event description:
It was reported that the device had migrated to the left armpit. It was also reported that the patient "received several shocks due to noise". Device is still in use. No further patient complications reported as a result of this event.

Event description:
It was reported that the device had migrated to the left armpit. It was also reported that the patient "received several shocks due to noise". It was further reported that the device was explanted and replaced due to elective replacment indicator. No further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device met 92% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.